Manufacturer narrative:
Per tandem¿s user guide: ¿do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that basal iq did not automatically suspend insulin delivery. Customer's blood glucose (bg) ranged from 60-61 mg/dl. Reportedly, customer delivered too large of a bolus. Bg was addressed with candy. A follow up with the customer indicated that basal iq was working as intended.